Event description:
It was reported that during a lobectomy procedure, the firing trigger could not be grasped with an abnormal sound at the third stroke of the second firing. After that, as the jaw was not opened with the release button, it was opened with the manual release lever. The staples of the acral part were unformed. Another new cartridge was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 04/09/2009. Information is unavailable; device was not returned for evaluation.